Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of her father who obtained a "scan in 9 hours" message from the adc freestyle libre 2 sensor. As a result, customer was unable obtain readings, became incoherent and lost consciousness. An ambulance was called and upon arrival, a healthcare meter reading of 35 mg/dl was obtained and customer was treated with intravenous glucose for diagnosis of hypoglycemia. A post-treatment healthcare meter reading of 180 mg/dl was also reported. There was no report of death or permanent injury associated with this event.